Manufacturer narrative:
Insulin pump received with broken cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damaged at the reservoir compartment. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.